Event description:
Received oxygen cannulas from oxygen supplier that are unusable due to debilitating chemical smell. The smell resembles airplane glue and is overpowering. Unsafe due to offgassing of solvents.